Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, dysplasia, infection, anemia, fatigue, thyroid cyst, cesarean section, diabetes mellitus, dysfunctional uterine bleeding, uterine fibroid, dysmenorrhea, menorrhagia, parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy done on (B)(6) 2022). Essure was removed on (B)(6) 2022. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure implants placed with 4 coils visualized from left ostia and 3 coils from right ostia after device deployment. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: no pathologic alteration, no hpv effect, dysplasia or malignancy seen endometrium: proliferative endometrium, mildly disordered myometrium: leiomyomata no atypia or malignancy seen. Serosa: no pathologic alteration fallopian tubes: no pathologic alteration clinical history: dysmenorrhea, pelvic pain, menorrhagia with irregular cycle, intrauterine contraceptive device. Gross description: there is a metallic wire in each fallopian tube. The right fallopian tube measures 4 x 0.5 x 0.5 cm. It is fimbriated. On cross sections shows pinpoint lumen and wall thickness of 0.5 cm. The left fallopian tube is also fimbriated, mildly tortuous, measures 5.6 x 0.5 x 0.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, dysplasia, infection, anemia, fatigue, thyroid cyst, cesarean section, diabetes mellitus, dysfunctional uterine bleeding, uterine fibroid, dysmenorrhea, menorrhagia, parity 3 and multi gravida. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy done on (B)(6) 2022). The reporter considered medical device removal to be related to essure administration. The reporter commented: essure implants placed with 4 coils visualized from left ostia and 3 coils from right ostia after device deployment. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix: no pathologic alteration, no hpv effect, dysplasia or malignancy seen endometrium: proliferative endometrium, mildly disordered myometrium: leiomyomata no atypia or malignancy seen. Serosa: no pathologic alteration fallopian tubes: no pathologic alteration clinical history: dysmenorrhea, pelvic pain, menorrhagia with irregular cycle, intrauterine contraceptive device. Gross description: there is a metallic wire in each fallopian tube. The right fallopian tube measures 4 x 0.5 x 0.5 cm. It is fimbriated. On cross sections shows pinpoint lumen and wall thickness of 0.5 cm. The left fallopian tube is also fimbriated, mildly tortuous, measures 5.6 x 0.5 x 0.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.